Event description:
Meter name: one touch basic original, strip name: lifescan, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: fatigue. A pt reported they were hospitalized due to hypoglycemia. Their meter allegedly was inaccurately erratic, would only prompt redo check and not ok messages. The result on their meter was 44 (unit unknown). The result on the hosp meter was 61 (unit unknown). The time difference between pt's meter and hosp meter was unknown. Treatment was unknown. Pt's meter was replaced because the redo check and not ok issues were not resolved. No further info has been reported.